Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a transmission issue. The device was unable to communicate with their remote transmitter, suggesting a possible radio frequency chip anomaly. No intervention was performed, pending a follow-up in clinic. The patient was stable.